Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0skuf, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A patient reported via manufacturer representative (rep) the patient had the existing lead removed and replaced on (B)(4). The patient stated they had an automobile accident and had pain at the lead site following the accident. The rep saw the patient at the healthcare professional clinic and ran impedances and they were all within normal limits. The rep noted the implantable neurostimulator (ins) was turned to zero and off until the surgery was scheduled. The hcp got an x-ray. The issue was resolved at time of the report. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.